Manufacturer narrative:
Other applicable components are: product ID neu_stylet_acc lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative. It was reported that lead which was used second intra-operatively was found to be fractured. As the reported lead could not be inserted smoothly, a straight stylet was changed to a bent stylet and the lead was placed. After that, test stimulation was performed but stimulation was not delivered. Impedance was measured and it was 40000 ohms. During the insertion of the lead, the lead was touched directly without holding the stylet handle. And also, when a straight stylet was changed to a bent stylet, it could not be smoothly inserted deeply. It is considered that the cause was probably the fact that the route of the stylet was pressed by touching the lead directly. The connection between the lead and the multi lead cable was checked. A new product was unpacked and replaced the reported product. Reported product was never implanted and returned to facility. The issue was resolved. It was reported that patient was treated for multiple sclerosis. Patient was alive and did not have injury. No further complications were reported as a result of this event.

Manufacturer narrative:
Device analysis for the lead (B)(4) revealed no anomaly. A known-good bent stylet was able to be inserted into the lead without any issues. A known-good straight stylet was also able to be inserted into the lead without any issues. An impedance test was performed and normal impedances were observed. (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.